Event description:
Received a maude event report from the FDA (B)(4) stating that a pt desaturated when placed on puritan bennett achieva transport ventilator from 98% to 70% and became bradycardic. The pt was hooked back up to hospital ventilator and improved. The pt was kept overnight for observation and sent home the next day by another ems service. Spoke to (B)(6), service director from pro-med ems, he stated that the vent had been checked and found to be in working order. The ventilator will not be returned to covidien for eval. No other info is available at this time.